Event description:
It was reported that insulin pump alarmed no delivery and the customer had been using reservoirs from 2008. The blood glucose reading was 325 mg/dl. Advised that the old reservoirs may have something to do with the alarm but advised to order new ones. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.